Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. Cts provided complete information for a pump reset and guided the caller through the process. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the error code did not reappear, and the caller successfully started their sensor session.